Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a biopsy procedure, some very fine hair like pieces were allegedly noticed on the needle. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, some very fine hair like fibers were allegedly noticed on the needle as well as a small plastic piece was found on the needle loc introducer. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided. In the given photos, we can clearly see that one rubber like white substance was there on the introducer needle. Based on the photo review we can confirm the reported event. Therefore, the investigation is confirmed for the reported device contamination with chemical or other material as the rubber like white substance was noted on the introducer needle in the provided photo. A definitive root cause for the reported device contamination with chemical or other materials could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.